Manufacturer narrative:
D10 concomitant products: sig power sigadaptstnd linear adapter - sigadaptstnd sig power sigpshell control shell - sigpshell, lot#: n4h1942y sig power sigphandle handle - sigphandle. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the partial pulmonary resection, when applied on the pulmonary parenchyma, the knife blade has been exposed from the articulation part and the damaged part came off. Another company's product was used to resolve the issue. There was no patient injury.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. A video was also provided. Visual inspection noted the reload had a full complement of staples. The reload was connected to a signia adapter. The knife laminates were herniated from the side of the reload. The articulation flag-side blowout plate was fractured. The jaws were open. It was reported that the knife blade had been exposed from the articulation part and the damaged part came off. The reported issues could not be confirmed. The most likely cause could not be established from the information available. The most likely cause could not be established from the information available. The evaluation detected unreported conditions of herniated laminates and a damaged blowout plate. The most likely cause could not be established from the information available. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.